Event description:
Had a posterior approach right total hip replacement. While performing the procedure, the drill bit by zimmer biomet that was used to drill the acetabulum broke into 2 pieces. The broken piece was retrieved. There was no harm to the patient. This incident has already been shared with the manufacturer.